Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during right femoral profunda angioplasty, the fox sv balloon ruptured below rated burst pressure. The balloon was removed intact and the procedure was completed using a non-abbott device. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.